Event description:
Pharmacist called reporting that patient's blood glucose meter would not power on. Patient was unable to obtain a blood glucose reading, which resulted in going to the hospital. Patient was not admitted in the hospital. Unknown of what patient's blood glucose was in the hospital or if patient was treated. Pharmacist replaced patient's meter, since it was not working. Customer service was unable to obtain the serial number of the subject meter. Medical affairs sent patient a letter to obtain more information about the incident.